Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy correctly; the black sheath broke off, making the plug unable to fully deploy. Further clarification denotes that the device felt abnormal when they were shuttling down the green handle of the device. It felt like something was breaking. When the unusual amount of resistance was felt, deployment of the device was stopped, the device was removed, and manual pressure was held. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not deploy correctly; the black sheath broke off, making the plug unable to fully deploy. Further clarification denotes that the device felt abnormal when they were shuttling down the green handle of the device. It felt like something was breaking. When the unusual amount of resistance was felt, deployment of the device was stopped, the device was removed, and manual pressure was held. The device will not be returned for evaluation. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿catheter-catheter detachment¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue and the breaking off of the shuttle reported. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, procedural/handling factors during the resistance experienced when shuttling down may have contributed to the reported breaking off of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.